Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17jul2019. The manufacturer¿s international service technician confirmed the reported leak issue and replaced the oxygen solenoid valve to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported a high leak test was nonconformable. There was no patient involvement.

Manufacturer narrative:
Date receive by MFR: 11oct2019. Date of report: 14oct2019. The part was returned to the manufacturer for failure investigation (fi). It was determined that this oxygen valve solenoid was tested with no failures produced. The customer complaint of a high pressure leak test was not duplicated.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported a high leak test was nonconformable. There was no patient involvement.